Manufacturer narrative:
Follow-up #1: date of submission 01/05/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 12/18/2015 with the following findings: during investigation, a review of the pump black box showed no evidence of the time and date defaulting to factory settings; no pump reboots were observed. During testing, the pump was exercised for 24 hours with no issues. The complaint of a time and date reset issue was not duplicated. There was no defect found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings issue. It was reported that there was an issue with the pump time and date settings. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a time/date issue.